Event description:
It was reported the lead was explanted due to non-capture. The helix was extended and retracted with excessive turns and limited motions due to tissue in growth.

Manufacturer narrative:
No medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.